Event description:
It was reported that this implantable lead was part of system revision due to infection. Reportedly, the patient presented to the emergency room with increased swelling and fluid accumulation at the site. Furthermore, the symptoms of wound dehiscence became significantly evident. No additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection. Reportedly, the patient presented to the emergency room with increased swelling and fluid accumulation at the site. Furthermore, the symptoms of wound dehiscence became significantly evident. No additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned in two segments. Visual inspection showed no visible notch next to the sense b electrode, and the insulation was cut in the lab to perform lab testing. Setscrew marks were in the correct location on the terminal pin. The electrical continuity testing confirmed the conductor was intact, and a hipot test passed, indicating no electrical shorts between conductors. And product analysis is not able to provide relevant information for infection-related allegations as infection was known inherent risk of the device. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2 follow-up type; and h3: device eval by manufacturer.